Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The customer¿s blood glucose (bg) level was 400 mg/dl. The customer declined to troubleshoot the issue with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however, the investigation could not be completed due to a different issue that was identified.